Event description:
It was reported that the patient underwent a hip arthroplasty, and subsequently, a revision surgery was performed due to a fall resulting in dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - medical devices: avantage cemented cup s50; item#: p0463050; lot#: 0001735517. Avantage e1 inlay s50 / 28; item#: p0561e50; lot#: 0001765922. G2 - foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2023-00102, 3006946279-2023-00103. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text: item and lot number unknown.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the head was not contributing to the event. Given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the head was not contributing to the event. Given this information, this medwatch will be voided.